Manufacturer narrative:
On (B)(6) 2021, mentor became aware that since the left side device was punctured upon removal, and not reported to be deflated, the initial report was submitted in error. This is not a reportable event. The codes have been correctly updated under section h. Manufacturer¿s reference number: (B)(4), the report was submitted in error. The left side is not a reportable event.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast augmentation with a 300cc mentor smooth round moderate plus profile on both sides and experienced breast implant deflation on her right side postoperatively. As a result, the devices were explanted on (B)(6) 2020. On january 21, 2021, the mentor failure analysis lab received two devices for evaluation. The paperwork mentioned left side device punctured on removal. Multiple follow ups were performed for clarification. However, no response was received. Hence, this report is being submitted for the left side. When additional information is received, a supplemental report will be submitted.